Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 609 mg/dl with confusion and lethargy. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump had intermittent power and the battery compartment was cracked beginning (B)(6) 2017. The reporter stated the battery cap has never been replaced on this pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an intermittent power with case damage issue.